Event description:
It was reported that the patient received two inappropriate shocks due to oversensing. The lead had high impedance and the threshold was noted to be high/varying. The lead was thought to be fractured. The detections were turned off until the lead could be replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing. The lead had high impedance and the threshold was noted to be high/varying. The lead was thought to be fractured. The detections were turned off until the lead could be replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing. The lead had high impedance and the threshold was noted to be high/varying. The lead was thought to be fractured. The detections were turned off until the lead could be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was returned, analyzed, and analysis found oversensing as there were 10 non-sustained tachycardia episodes and 1 ventricular fibrillation episode greater than 200ms that occurred between (B)(6) 2012 and (B)(6) 2012. It was also noted that an alert was triggered for out of tolerance subthreshold lead alert on (B)(6) 2012. Undefined resistance was also noted as the right ventricular pacing impedance values do not register on (B)(6) 2012, and (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4194 implantable pacing lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the proximal conductor had fractured.